Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited high thresholds. Repositioning was attempted, but the lead experienced moving difficulty; unable to advance and retract. No capture at high output was observed. Once the lead was removed, it was noticed that the helix screw was slightly extended and could not be completely retracted on the sterile table. The lead was replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.